Event description:
The lead was capped on (B)(6) 2011. Due to a product performance issue. The lead was fractured. The procedure took place at genesis healthcare systems. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).